Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event: date of the event estimated as 08/20/2024. D4 - primary UDI number: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that this was a closure of an unknown vessel using a prostyle device. Reportedly, as part of a survey a physician mentioned that there was a product experience with a prostyle about 2-3 months ago. A new prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and the lot number were not reported, and the packaging was not returned. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to procedure circumstance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event: estimated.